Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator did not generate an alarm when the patient circuit was disconnected from the patient during ventilation. The patient was removed from the ventilator. No patient injury was reported. The service engineer (se) inspected the device and could not duplicate the reported event. The se reported that during troubleshooting, the 980 ventilator alerted patient circuit disconnect when the test circuit was either disconnected from the y-connector, inspiratory port or exhalation port. The se performed extended self-testing on the device and all tests passed.